Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture at maximum output. The lead was explanted, an insulation anomaly was noted. No additional information was available.

Manufacturer narrative:
Final analysis found an insulation abrasion breaching one re cable lumen at 80.9 cm to 81.8 cm form the connector pin.

Event description:
New information states that the patient was healthy and doing great post procedure.